Event description:
The following event originated from social media, and therefore despite good faith efforts the information is often incomplete. Additionally, due to the limited information received through good faith efforts, this event may represent a duplicate of an event which was already known to boston scientific. It was reported that hypotension occurred. A left atrial appendage (laa) closure procedure was performed, and a watchman flx laa closure device was implanted. During the procedure, the patient's blood pressure dropped, and the patient has reported having trouble ever since. No further information is available at this time.